Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two bands were deployed; however, the rest of the bands failed to deploy. The procedure was able to be completed with this device using the bands that had previously deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.